Manufacturer narrative:
Name: (B)(6). Country: united states of america. Address ¿ line 1: (B)(6) . Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.

Event description:
Patient reported infusion set's leakage issue on (B)(6) 2026, leakage was at site. Infusion set was in use for three days. No further information available.